Event description:
Customer reported that the device failed to deliver defibrillation therapy to patient. The ambulance emt's responded to a female patient complaining of chest pains. The emt's attached the 12-lead ECG electrodes and monitored patient during transport to the hospital. Three to four minutes into transport, it was reported that the patient converted to ventricular fibrillation rhythm and the device users attached the third party, tyco healthcare, defibrillator electrodes and switched to paddles lead but the "connect electrodes" message was displayed. Users attached a new set of electrodes but the "connect electrodes" message persisted and the device could not be used to provide defibrillation energy. Emt's abandoned the device and initiated CPR until patient's arrival to the hospital. The patient arrived with a bradycardia rhythm and was ultimately shocked 17 times by the emergency room staff before getting admitted to the intensive care unit for two days. The patient survived the event. Immediately after the incident, the safety officer from facility examined the device using a training dummy and reported the same "connect electrodes" message appearing. He then removed the therapy cable and pads and tested the device with a defib analyzer and observed normal operation.

Manufacturer narrative:
Clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome, as defibrillation was needed by ECG evidence and report of responders, but provision of defibrillation was delayed greater than 30 seconds. Physio-control evaluated the device with the returned two sets of defibrillator electrodes at the failure analysis center and observed proper device operation through functional and performance testing. The defibrillator delivered defibrillation energy without any problems. Also, x-ray examination of the electrodes found no issues. The root cause of the reported malfunction was not determined. The device was returned to customer for use.